Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A patient/layperson complained that her ultra meter results were inaccurately high, such as between 150 and 180 mg/dl. The reporter refused to answer some of the customer care advocate's, cca's, questions of to troubleshoot. Reportedly, an emergency medical team treated her with food and beverage in 2007. The result obtained on the emt meter was unk. The patient refused to share with the cca whether she was having symptoms of either high or low blood glucose. Reportedly, the patient took no action as a result of the allegedly elevated results. Because the patient allegedly received treatment from an emt service and obtained inaccurately elevated results on her own meter, the complaint is classified as an adverse event. The product was replaced.